Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's grandparent that the customer received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 387 to 600 mg/dl at the time of the incident. Name of hospital was wilmington children's hospital. The customer used the pump and was given manual injections and intravenous fluids to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. Based on customer report customer does not allege pump was under delivering. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.